Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia with a blood glucose of 650 mg/dl. The customer stated that prior to the event, the battery was malfunctioning on the insulin pump. The customer also stated that she had been having unexplained high blood glucose levels for the last 18 hours. The customer then stated that she uses a quick-set infusion set and that she last changed her infusion set two days before the event. Programming was correct. Nothing further was reported.